Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced history of previous gastrointestinal bleeding events are covered under medwatch MFR report# 2916596-2016-00816, medwatch MFR report# 2916596-2016-01327 and medwatch MFR report# 2916596-2017-00881. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system produced low flow alarms. While in the hospital, it was discovered that the patient¿s hemoglobin and hematocrit levels were low. The patient has a history of gastrointestinal bleeding and was transfused with 1 unit of packed red blood cells (prbcs). An esophagogastroduodenoscopy (egd) was negative. Medical management with diuretics was held. No additional information was provided.